Manufacturer narrative:
Vibration alarm failure confirmed, and device's insulin delivery is not accurate. An external mechanical influence if believed to have caused the vibration alarm failure.

Event description:
Patient reported that device does not vibrate anymore. Patient did have high blood glucose (250 mg/dl), the morning he reported problem with device's vibration alarm, but he did not know if the alarm not working had caused the high blood glucose. Patient delivered bolus to bring blood glucose down.